Manufacturer narrative:
Device evaluation has confirmed the reported event. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to some kind of physical stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device ceramic head came off. The issue was found during service maintenance. There was no patient involvement on this reported event.